Event description:
The customer reported a blank display and high blood glucose levels. The customer was also feeling nauseous. Troubleshooting was performed, and the display was restored, but the insulin pump alarmed. Checked the alarm history and found several alarms. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the interface board. Unable to verify the alarms due to the blank display anomaly.